Manufacturer narrative:
(B)(4). If additional information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a journal article regarding subcutaneous implantable cardioverter defibrillator (s-ICD) electrode extractions that nine were removed for infection, five for sensing issues, four for dislodgement, one for a device premature battery depletion, and one for abnormal shock impedance measurements. In addition to removal for adverse events, electrodes were also explanted for heart transplants and therapy upgrades. The article indicated all electrodes except one were removed without complications. For one case, the electrode became trapped in the patient's sternotomy wires and the extraction was not successful. A request was made for the article author to provide specific model and serial numbers for these electrode explants, but no information was provided. Behar, n., et al. (2020). "Subcutaneous implantable cardioverter-defibrillator lead extraction." Jacc: clinical electrophysiology 6 (7): 864-870.